Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-gl-pnk/sm34486382), used with the complaint transmitter device, was returned on (B)(4) 2014. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported intermittent antenna icon.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).